Event description:
It was reported that the programmer had hard drive and/or software problems. Specific details were not available. No information was received indicating patient involvement.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer boots up normally. A software error could not be verified. There is also no hard drive problem. It was also noted that both case handles are broken off and the printer drawer is missing a roller spacer that is causing faint printing on the lower half of the printout.